Event description:
Tore gum [gingival injury], discomfort gums [gingival discomfort], pain - gums [gingival pain], heads break of in my mouth, moving brush head bit falls off the shaft exposing the plastic end with the moving pin - oral-b [device breakage]. Case description: consumer via e-mail stated that in last 2 years, they have had 3 brush heads break off in their mouth. The moving brush head bit falls off the shaft exposing the plastic end with the moving pin. They had dismissed this as wear and tear, but the latest event that occurred today caused them discomfort, tearing their gum when it came off. They reported having soft gums. No serious injury was reported. 03-may-2021 follow up via e-mail: the consumer reported that they experienced pain and that they have not received any medical attention. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Tore gum [gingival injury]; discomfort gums [gingival discomfort]; pain - gums [gingival pain]; heads break of in my mouth, moving brush head bit falls off the shaft exposing the plastic end with the moving pin - oral-b [device breakage]; product counterfeit [product counterfeit]. Consumer via e-mail stated that in last 2 years, they have had 3 brush heads break off in their mouth. The moving brush head bit falls off the shaft exposing the plastic end with the moving pin. They had dismissed this as wear and tear, but the latest event that occurred today caused them discomfort, tearing their gum when it came off. They reported having soft gums. No serious injury was reported. 03-may-2021 follow up via e-mail: the consumer reported that they experienced pain and that they have not received any medical attention. No serious injury was reported.

Manufacturer narrative:
20-jul-2021 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Tore gum. Discomfort gums. Heads break of in my mouth, moving brush head bit falls off the shaft exposing the plastic end with the moving pin - oral-b. Consumer via e-mail stated that in last 2 years, they have had 3 brush heads break off in their mouth. The moving brush head bit falls off the shaft exposing the plastic end with the moving pin. They had dismissed this as wear and tear, but the latest event that occurred today caused them discomfort, tearing their gum when it came off. They reported having soft gums. No serious injury was reported.